Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set detachment event on (B)(6)2024. The site of detachment was hub. The infusion set was in use for 6 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available